Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she could not lower her glucose level below 600mg/dl. The customer stated that she was treated and released with back up plan. The customer stated that she attempted to bolus twice, but they were not recorded in the bolus history. Troubleshooting was performed. The basals and bolus did not match the daily totals. The programming and alarms on the insulin pump appeared to be correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. Advised the customer to discontinue use of the insulin pump. No further info was provided.